Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the treatment was delayed and got completed using another system. The remote service engineer (rse) analyzed the system error and finalized to replace the x-ray tube. Review of system log file shows grid leakage current out of range and x-ray tube current out of range. The field service engineer (fse) went onsite and replaced the x-ray tube. The defective x-ray tube was returned to philips for further analysis. The analysis confirmed that the malfunction of x-ray tube and identified the tube failed after intensive usage with an insulation problem between filament and cathode head. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.